Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's spouse reported via phone call that they have been experiencing low blood glucose. The customer's blood glucose was 47 mg/dl at the time of incident. The customer's spouse stated that they were treating the low blood glucose with soda and glucose tablets. The customer's spouse also reported that the insulin pump had cracked and got smashed. The customer's spouse stated that they fell which caused the damage on the insulin pump. The customer's spouse was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. We were unable to perform functional testing including the displacement, operating currents, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to physical damaged to lcd glass. The insulin pump was received with minor scratched lcd window, cracked end cap, cracked case at the display window corners, broken belt clip slot and cracked reservoir tube lip.